Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the stent found that stent struts throughout the entire distal portion of the stent were deformed, stretched and lifted upwards from the stent profile. The bumper tip and the balloon cone profiles of the device showed no signs of damage. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion. While performing a percutaneous coronary intervention, the physician pre-dilated the left anterior descending (lad) artery with an unknown balloon. The 2.75x12mm promus element ¿ device was advanced but resistance was felt and the device was unable to cross the lesion. The procedure was completed with a 2.5x20mm promus element ¿ device. There were no patient complications reported and the patient status is stable. However, device analysis revealed stent damage.